Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient started to feel pain in their buttock where they normally felt stimulation today ((B)(6) 2016). The patient noted they had driven home in an electrical storm and was wondering if this could have caused any problems with the therapy. The change in symptoms/therapy was sudden in nature. The patient was to follow up with their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.